Manufacturer narrative:
There was no reported device malfunction and the product was not returned. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The patient effect of hemorrhage is listed in the prostyle instructions for use (IFU), as a potential adverse event associated with use of the suture mediated closure devices. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined and the treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The additional prostyle devices referenced in b5 and d10 are filed under separate medwatch report numbers.

Event description:
It was reported this was an arteriotomy closure of the common femoral artery using the pre-close technique via a 7f sheath hole prior to an endovascular aneurysm repair interventional procedure. Reportedly, the first device worked fine, but the second device after step 4 (putting down the footplates) was not retracting out of the groin and resistance was felt. The device was pushed slightly back in again and the lever was opened and closed a few times in an attempt to collapse the footplate, thus it was suspected it was stuck. Finally, it worked and the device was retracted out of the patient and a 10f sheath was put in the access site. At the end of the procedure when it was attempted to tighten the sutures, there was significant oozing so it was decided to use a third prostyle at 12 o¿clock technique. However, it still wasn¿t sufficient and a surgical cut-down had to be done to close the access. Hemostasis was achieved via manual suturing. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.